Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of ¿high¿, although a specific value was not given. Reportedly, the ¿pump would not deliver requested boluses properly. Customer states that the bolus would appear to deliver.¿ the customer addressed their bg with a manual injection. The customer declined to perform further troubleshooting with tandem technical support; therefore, the allegation could not be confirmed.